Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this complaint. The operator did not execute the deployment steps as outlined in step 5 of the manta instructions for use properly; advancing the lock advancement tube prior to the proper level of tension being achieved as evidenced by the yellow/green indicator in the tension gauge. Additionally, in step 5, the operator is instructed not to remove the guidewire until hemostasis has been achieved; the guidewire was removed prior to hemostasis being achieved; the entire manta device was in the femoral artery and not providing hemostasis at the arteriotomy. The manta instructions for use lists adverse events related to the deployment of vascular closure devices including access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient, who had a bmi of 26.6 kg/m2, underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patients' femoral artery measured 10.8 mm in diameter and was clear of any calcification. The physician deploying the manta 18f vascular closure device (manta) is certified in manta use. During the manta deployment, the operator pulled back on the manta and as soon as tension was detected and the suture was "straight", the operator quickly advanced the lock advancement tube downward before the yellow/green level of tension registered in the tension gauge. The operator realized right away the error made and the manta representative present confirmed with the operator the error. At this point, the patient's groin was noted to still be "bleeding some." Manual pressure was held on the groin while the operator took an angiogram of the access site. The angiogram showed the manta had been deployed in its entirely inside the femoral artery. As the operator was preparing to place a stent at the access site, the operator pulled the guidewire out, leaving the manta inside the patient without the benefit of a guidewire to hold the collagen in place. The manta representative stated that as soon as the physician did that, it was too late to tell him to stop. The operator inquired why it was not okay to have pulled the guidewire out and the representative explained the guidewire is what was keeping the collagen in place. When the site was viewed again on angiogram, the collagen had migrated distally to the bifurcation. The operator was able to get a 7.0 x 40.0 mm self-expanding stent was deployed to capture and secure the manta collagen against the arterial wall. Another angiogram was taken and showed "great flow" and there was a bounding pulse.

Manufacturer narrative:
The DHR was reviewed. There are zero nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications prior to shipment. The device was not returned for investigative purposes. Angiograms were obtained by and confirmed the operator did not pull to tension and deployed collagen into the vessel, also cut the suture too quickly and pulled out the guidewire prematurely. Expandable stent was appropriate for this application, however, was placed at the bifurcation.